Manufacturer narrative:
Philps has investigated this complaint. The customer reported that the system did not start. The philips field service engineer (fse) inspected the system onsite and found errors were detected in the application, however the fse could not replicate the issue and unable to confirm the cause. The customer cancelled the service request. As customer cancelled the service request, no work performed by philips and resolution remains unknown to philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the equipment did not start. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.